Event description:
The customer reported that the system experienced an immediate loss of power and system functionality resulting in an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors and associated connections for the fast stop switches were removed and reseated during the service call. The system was tested and found to be working as intended and put back into service.